Event description:
It was reported that the implantable pacing lead experienced high bipolar pacing threshold. In addition, bipolar setting was undersensing at the maximum sensitivity. Damaged external insulation was suspected. The lead mode was initially set at unipolar and continuously used as such. The implantable pacing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.